Event description:
It was reported that a spectrum iq pump was programmed with a primary bag set at 10ml/ hour, and then an antibiotic piggyback or secondary bag was programmed to run at 200ml/ hour for 100ml. Nurse returned to patient's room after starting the infusion, and found that only approximately 35 ml had been delivered to patient. Pump was removed from use and a biomed ticket was placed. At no point during this infusion did the pump alarm. This type of event was indicated as malfunction. The event happened during medication treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch mw5109381 for this event. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.